Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single-port monopolar curved scissors (mcs) instrument wire broken. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 29-apr-2025: the customer confirmed that no fragments fell into the patient. There was no report of post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The single-port monopolar curved scissors (mcs) instrument was analyzed and found to have the crimp of constraint and joggle cable #12 dislodged. The instrument was also found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The instrument was also found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The broken piece was not returned and measures approximately 1.09mm x 1.28mm in size. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.